Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in one piece with lead body measuring 68.2 cm and inner coil measuring 77.6 cm. Internal insulation abrasion was found at 3.0 ¿ 4.1 cm from the distal tip breaching the re1 cable lumen. The etfe cable coating for both cables were also found abraded in this region. Internal insulation abrasion breaching the re1 lumen and inner coil lumen at 4.2 cm to 4.9 cm from the connector pin. The re1 etfe cable coating was intact in this location. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.